Event description:
Event description cpi received information that this oscor lead, model 4444, serial number 613155 and this endocardial lead model 4261, serial number 238904 were dislodged. An invasive procedure was performed to reposition the leads.